Event description:
Pacing impedance intermittently out of range. Noise manifested on lv channel, which is able to be recreate with provocative maneuvers. (B)(6) 2015 - as of today, this lead remains actively implanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 29 cm distal to the is-1 connector pin. Two lead fragments were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. Between 65 cm and 68.5 cm distal to the is-1 connector pin tissue residuals around the lead body were detected. Approx. 64.5 cm distal to the is-1 connector pin the conductor coils were found fractured. This damage can be considered as the root cause for the out of range pacing impedance mentioned in the complaint description. Based on the characteristics as well as the location of the conductor fracture it is reasonable to assume that the lead had been stiffened by the surrounded tissue which led to severe mechanical stress and resulted in conductor fracture. Diagnostic images clarifying this assumption were not available. Further investigations showed stretched conductor coils at the distal lead fragment which most likely occurred due to tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.